Event description:
It was reported that the patient presented to the hospital after experiencing an episode of syncope. It was noted there were recorded pauses in stimulation following the syncope episode, however, the clinic clinicians could not record any abnormal functionality of the lead. It was noted the device was reprogrammed to a higher output and the device and the lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. It was noted the rv pacing impedance was stable at approximately 550 ohms through (B)(4) 2015, then began to gradually decrease to approximately 400 ohms by (B)(4) 2015 with impedance still within a normal range.

Event description:
It was reported that the patient presented to the hospital after experiencing an episode of syncope. It was noted there were recorded pauses in stimulation following the syncope episode and a slight decreasing impedance trend, however, the clinic clinicians could not record any abnormal functionality of the lead. It was noted the device was reprogrammed to a higher output and the device and the lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).